Event description:
Additional information received:it was reported that patient felt tingling during the impedance check.

Event description:
It was reported that the device displayed an end of service (eos) message. The device was interrogated and stopped working on (B)(6) 2012. It was also reported that there were low, out of range impedances. On the right side, electrode pair six and seven gave 68 ohms, indicating a short. This pair was what the patient was programmed to and it was unknown when the patient was last seen or how long the active short was used. A longevity test using the patient's active settings estimated 2.3 years of life, not a little over one year. The same electrode pair on the left side also read 68 ohms; the remaining electrodes read between 300 and 3,000 ohms. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was device end-of-life and abnormal impedances. The reporter stated that there was an unknown issue and unknown battery depletion. It was reported that there was a medication adjustment 'to observe.' The reporter stated that no surgical intervention took place and patient symptoms were unknown. The patient did not require hospitalization and there was no injury to the patient. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 64002, lot# n282994, implanted: (B)(6) 2011, product type: adapter. Product ID: 64002, lot# n274419, implanted: (B)(6) 2011, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# j0454977v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0454938v, implanted: (B)(6) 2004, product type: lead. (B)(4).